Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, the patient presented for the 36th month follow-up. It was noted that the right ventricular lead had dislodged. No action was taken, and the event was deemed unresolvable. No further information is available.